Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported, "when trying to lock the two screw holes in the second row from the distal end by locking, the plate and screw could not be locked. The drill was straightened using a special guide, and a shorter screw was inserted, but it still did not lock. The procedure to re-fix the plate was not performed, as many other screws were fixed. The plate was not bent. The plate was not loaded. There was no interference with the other screws, and nothing was caught in the screw holes".